Manufacturer narrative:
(B)(4). The complaint breathing circuit is not expected to be returned to the manufacturer for evaluation as the hospital is continuing to use the device. Our investigation is based on our knowledge of the product and the information provided by the hospital. A lot check could not be performed as no lot number was provided. Without the complaint breathing circuit we are unable to confirm the reported fault or determine what may have caused the problem observed by the customer. If the complaint breathing circuit was returned, a heater wire resistance test would have been performed and the device tested to check for condensate. Condensate in the humidification system, although not preferred, is an expected side effect of heated pass-over humidification systems in many conditions, and may vary between light misting to water droplets that form on the wall of cool breathing circuit tubing. The amount of condensate in the ventilation system is influenced by a number of multiple setup and environmental factors. The hospital has further reported that there has been no additional complaints of this nature for this product since this reported complaint.

Event description:
A hospital in (B)(6) reported that they experienced rainout in a set up including an rt236 infant dual-heated breathing circuit. No patient consequence was reported.

Manufacturer narrative:
(B)(4). We are currently attempting to retrieve further information from the hospital. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that they experienced rainout in a set up including an rt236 infant dual-heated breathing circuit. No patient consequence was reported.